Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. However, as a preventive measure, the instruction manual provides warning which states: ¿always have a spare instrument available in case the primary instrument malfunctions. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿

Event description:
The service center was informed that during a diagnostic bronchoscopy with biopsy procedure, the outer tube of the needle was found in the patient¿s broncho system. The device fragment was recovered. There was no unexpected bleeding observed. It was reported that there were no difficulties noted inserting or withdrawing the device during the procedure. The scope was not angulated when the needle was inserted. The needle was not buckled upon removal from the patient. The intended procedure was completed without delay. The patient did not require a longer stay or additional procedure. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number, update the device return date and additional information from the original equipment manufacturer(OEM). The customer returned a na-u403sx-4019 single use aspiration needle. The device was returned in the original packaging. Lot number of the device was confirmed to be fr855136. Upon evaluation of the returned device the customer's complaint was confirmed. Approximately 1 inch of pebax covering had torn and detached itself from around the spiral cut needle. This layer serves as a seal to facilitate aspiration while still maintaining flexibility in the needle. No damage to the distal tip was noted during evaluation. Proximal to the tear in the pebax it is noted that the spiral cut needle is deformed and slightly unwound suggesting excessive torque was placed on the needle which may have caused the reported failure. No additional anomalies were noted during evaluation. The handle, locking mechanism and sheath adjustor were all intact and functioned as intended. Despite the damage to the pebax causing additional drag, the needle extended and retracted smoothly. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated reported scrap or recorded process deviations relating to the reported failure. The evaluation of the returned device and review of manufacturing records suggest the reported failure is a result of user misuse. Excessive torque was likely placed on the needle causing the observed deformation and tear in the pebax covering. Olympus will continue to monitor complaints for this device through regular trending activities..